Manufacturer narrative:
Investigation summary: one open and seventy seven sealed 31g x 8mm pen needle samples were returned from lot. No. 9121956, cat. No. 320122. Visual examination was carried out on the one open sample and a broken patient end of cannula was observed. No manufacturing related issues were observed. Visual examination was also carried out on the seventy seven sealed samples and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed on the returned samples therefore no root cause can be identified.

Event description:
It was reported that after the patient injected insulin, the bd micro-fine¿ insulin pen needle was pulled out and found to be missing. An x-ray was taken, but the needle was not found. The following information was provided by the initial reporter: "patient injects insulin and when the pn is pulled out the needle is missing. Patient went to x-ray and no needle was found."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the patient injected insulin, the bd micro-fine¿ insulin pen needle was pulled out and found to be missing. An x-ray was taken, but the needle was not found. The following information was provided by the initial reporter: "patient injects insulin and when the pn is pulled out the needle is missing. Patient went to x-ray and no needle was found."